Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Clog test was conducted on 7pcs retention samples and all no needle clog fail found h3 other text : see h.10.

Event description:
It was reported that 3 pen needle 31gx5mm 5b 28ct were unable to deliver medication during use. The following was reported by the initial reporter: "1. According to the feedback from the pharmacy staff on behalf of the needle users, 3 of the 28 needles failed to flow the insulin medicine during injecting process, customer thought the pen needle was clogged 2. The question needles were reserved, and the brand of the injection pen and the purchase time couldn't be provided customer requested to replace the defective needle.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 3 pen needle 31gx5mm 5b 28ct were unable to deliver medication during use. The following was reported by the initial reporter: according to the feedback from the pharmacy staff on behalf of the needle users, 3 of the 28 needles failed to flow the insulin medicine during injecting process, customer thought the pen needle was clogged. The question needles were reserved, and the brand of the injection pen and the purchase time couldn't be provided. Customer requested to replace the defective needle".